Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri), due to normal battery depletion. After downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup operation.

Manufacturer narrative:
No medwatch form was received.